Manufacturer narrative:
(B)(4). Device was returned for analysis with a clip in the jaws; the clip was removed in order to measure the jaws width and upon inspection the jaws were found to be in a yielded condition. A petri dish with four malformed clips and a bag with five clips fired over gauze were returned along with the device. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip ejected. The device was used on the blood vessel. No clips were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.